Event description:
Bd 10ml syringe with luer-lok tip lot # 8211647 was found with extra plastic at handle of plunger. It looked dirty and it was removed and all of the syringes in the tray were discarded (were not used for compounding sterile products). This is the 4th time we have found dirty brown or black staining on these syringes, but the first time there was extra plastic present. FDA safety report ID# (B)(4).